Manufacturer narrative:
(B)(4). Date sent 1/29/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that one ecr60w reload was returned inside its package unopened; upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a cut in the tyvek. The damage found compromised the device's sterility. Due to the damages found on the tyvek, a possible cause for these conditions is due to improper handling during transit or storage. Additionally, photos were provided and they showed a package code ecr60w. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 686a42, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was observed that the packaging was damaged on the device before use on the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 01/09/25. D4: batch #unk. Additional information was requested, and the following was obtained: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Tyvek. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Primary packaging. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Appeared ripped. Was sterility compromised as a result of the packaging damage? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device ecr60w with lot number 686a42; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.